Manufacturer narrative:
Device had to be surgically reinserted due to dislocation following some physical activity.

Event description:
It appears that the pt had a knee sprain following physical activity. The implant dislocated and had to be surgically reinserted.